Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10020. The patient received the scs system on (B)(6) 2008 and a scs lead on (B)(6) 2009. It was reported that the patient fell and subsequently lost stimulation. Invalid contacts were noted on the lead. Reprogramming was effective in recapturing stimulation where needed; however, the patient reported experiencing overstimulation when the alternate contacts were used. The patient also reported having difficulty charging and pain at the ipg site. The scs lead and ipg were removed and replaced on (B)(6) 2011.

Manufacturer narrative:
The returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.